Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. The physician was attempting to perform the transeptal puncture (tsp) with a non-boston scientific (bsc) brk needle and non-bsc sro sheath. The physician fellow was attempting tsp and was having trouble visualizing where the tip of the sheath/dilator was on the septum. At this point, the implanting physician took over and could see on echocardiography that tsp device was on the septum, but not on the fossa ovalis and was anterior. The non-bsc brk needle was then advance through the septum. The echo imager and the bsc rep verbalized that they were unsure that this was a safe or optimal position for tsp. The physician continued to advance the non-bsc sro sheath forward. The physician removed the non-bsc brk needle, advanced an amplatz super stiff wire that went outside the cardiac silhouette, and advanced the watchman fxd curve access system (was) sheath over the amplatz super stiff wire without confirming with the echo physician that it was in a vein. The implanting physician asked for an effusion check at this time. There was a growing pericardial effusion noted. The staff prepared for pericardiocentesis, and 800ml was pulled from the pericardium. The patient began to stabilize. The physician was adamant that this patient needed a watchman closure device due to the electrically isolated laa. The anesthesiologist gave heparin, and the physician went forward with the procedure. The patient was noted to have challenging anatomy. The physician attempted to go in with a watchman closure device when the imager noticed that the pericardial effusion was growing. The patient became unstable and cardiopulmonary resuscitation (CPR) was performed. The cardiothoracic (CT) surgeon was called and performed open heart surgery to repair the perforation and treat the effusion. During surgery the laa was ligated. ECMO was initiated, and the patient became hemodynamically stable as the surgery was completed. The patient remains in the hospital for recovery and was reported to be doing well.